Manufacturer narrative:
Per the user facility's perfusionist, he checked the flow probe and it was reading a flow but was intermittent. It would display the flow and then only display dashes. He knows the flow was continuous as he had good pressures and oxygenation during the procedure. The field service representative (fsr) verified the reported complaint. He replaced the flow module. The unit operated to manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation. This complaint is related to (B)(4)/ medwatch #1828100-2019-00069.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported a "check arterial flow probe" error message. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The reported was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the flow sensor to function as intended. He attached the flow sensor to a lab use only (luo) three feet (ft) water loop with 3/8 tubing and centrifugal control module. The centrifugal pump module was tested by increasing its flow from zero to ten liters per minute (l/min) and observed no flow sensor error message. The unit operated to the manufacturer's specifications. Per data log analysis, on 22-jan-2019 the flow meter repeatedly reported good coupling with tube with fluid. This indicates either coupling was lost or there was air in the tube.